Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. It should be noted that this meter displays "hi" for readings greater than 500 mg/dl.

Event description:
A customer reported receiving erratic readings on his blood glucose meter within 10 minutes. Results of 501 mg/dl, 501 mg/dl and 100 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. The customer also reported experiencing symptoms of sweatiness, dizziness and confusion. It is unclear if the symptoms were related to reading issue. No third-party medical intervention was required and no medications were reportedly taken to counteract the symptoms. The customer reported eating sugar, cake and drinking juice to alleviate the symptoms. There was no report of death, serious injury or mistreatment associated with this event.